Manufacturer narrative:
Describe event or problem, patient codes: updated. (B)(4).

Event description:
It was further reported that the stroke occurred in the right side of the brain and the patient was still hospitalized at that time. Two days after the patient experienced the stroke, the patient died.

Event description:
Same case as MFR #: 2134265-2014-00544 it was reported that the patient experienced a stroke post procedure. The patient underwent a percutaneous transluminal angioplasty treatment procedure. Vascular access was obtained via a femoral artery. The 2.5-3.0 x 60mm, de novo target lesion was located in the severely calcified proximal to distal left anterior descending artery (lad). Rotational atherectomy was successfully performed with a 1.5mm rotalink plus. A 2.5x38mm promus element long was deployed in the mid to distal lad and a 3.0x24mm promus element was then deployed in the proximal lad. Ivus was performed and confirmed good results. The patient was transferred to cicu. Two days post procedure, the patient had a stroke.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).